Manufacturer narrative:
The peritoneal cycler (plant investigation) is currently undergoing eval and a supplemental report will be submitted upon completion.

Event description:
The peritoneal (pd) pt called tech support and stated that he was hospitalized on (B)(6) 2013, but was not sure if the cycler was related to hospitalization. I spoke with pdrn (B)(6) and she stated that the pt developed peritonitis due to manual use. The pt was treated with antibiotics. The pts effluent was cloudy. The cycler was replaced, the pt was able to continue treatment.